Event description:
Surgical procedure, laparoscopic assisted vaginal hysterectomy. Perforation of mesenteric artery and hematoma formation of retro-peritoneal area, following "inital" placement of disposable verres needle and trocar. More invasive and corrective intervention required. Exploratory laparotomy, ligation of bleeding mesenteric artery and exploration of the retro-peritoneal space/arota and ureter.